Event description:
The manufacturer received information alleging a ventilator's touchscreen was unresponsive. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's display and display board need replaced to address the issue.